Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated she did not get an alarm when blood glucose levels fell to 49 mg/dl. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.